Event description:
Additional information received from the reporter on 12/16/2024 for a report #mw5163542.

Event description:
Bad knee replacement zimmer nexgen. Nexgen lps option femoral size (109511) dright.